Event description:
It was reported that during a ptca/stent procedure of a calcified and tortuous lad/diagonal bifurcation of the proximal lad, a radial approach was used. Predilatation was performed and a stent was successfully deployed in the lad. Several attempts were made to clear the residual stenosis in the diagonal. A tetra was used, however, the sds did not open the lesion. The sds was withdrawn into the aorta and the stent separated from the delivery system. No add'l info was provided.